Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to moisture damage on the keypad trace. No frozen display noted during testing. The following cosmetic damage was noted on the device: minor scratches on the lcd window and cracked case near display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 110 mg/dl. Leading to the alarm, another message may have appeared that the customer did not recall. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.